Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an acute interventional procedure. Reportedly, after engaging the vessel locator wings (step 2), resistance was felt. The physician reportedly felt uncomfortable deploying the device as he believed that the resistance was due to the existing scar tissue. Per the instructions for use, the device safety release mechanism was used to retract the vessel locator wings and remove the device from the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
B)(4). Evaluation summary: the analysis of the returned starclose se device noted that the device was partially deployed. The thumb advancement stroke had not been completed and was stopped approximately 2 cm distal of the strain relief. It was also observed that the control wire and garage leaves were bent at the same location. The flex guide was carved by the bent garage leaves. The proximal location of the carving indicates that the damage occurred during plunger deployment. These findings are consistent with and confirm the reported experience of too much resistance being felt while trying to advance the thumb advancer. The bending and carving of the control wire and flex guide during plunger deployment or the first 2cmm of tubeset advancement and sheath slitting prevented the thumb advancement. This type of damage is consistent with what occurs when the flex-guide, tubeset and tissue tract are not being correctly aligned during plunger deployment and thumb advancement. This misalignment caused the support tube to strike the flex-guide and stop, leaving the garage leaves unsupported, striking and carving into the flex-guide and sheath during thumb advancement and subsequently preventing clip deployment and achieving hemostasis with this device. It should be noted that the instructions for use (IFU) states: place the left hand on the stabilizer to stabilize the device at the angle of the tissue track. Deploy locator wings and initiate splitting of sheath. The IFU says that the device is to be stabilized at the angle of the tissue tract during plunger deployment. The IFU also states: while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This type of damage generally creates excessive resistance during plunger deployment. It was also reported that the correct procedure was implemented when the resistance was encountered. It was reported that per instruction for use the device safety release mechanism was used to retract the vessel locator and remove the device from the anatomy. This was confirmed by the observation of the vessel locator wing being in the collapsed position and undamaged. The physician reported that the resistance may have been due to the existing scar tissue. The patient anatomical conditions or operational influence and the user technique are two known contributors that can affect the alignment of the device during use. This is consistent with the investigational finding of misalignment of the tubeset and flex guide in relation to the tissue preventing completion of deployment. The bent control wire and carving of the flex-guide prevented full deployment of the device and the delivery of the clip to close the access site, subsequently failing to achieve hemostasis with this device. There was not evidence of a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database found no indication of a lot specific product quality deficiency. To assure the device operates according to specifications, the flex-guide and tubeset assemblies are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.